Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, an alert repeatedly occurred with no message. Troubleshooting via telephone determined the level sensor pad was intermittently becoming uncoupled. The level sensor pad was replaced and corrected the issue. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt reported.